Event description:
It was reported by the customer that a pyxis anesthesia es system had a drawer failure. The customer stated that the drawer popped open, but it was difficult to pull out and there were delays in accessing medication likely during procedures. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to drawer engine issue. A field service engineer replaced the drawer engine to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.